Manufacturer narrative:
Follow-up #1 11/17/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were observed during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that she experienced blood glucose of 400 to 500 mg/dl with nausea and increased heart rate. The patient reportedly discontinued the pump and was using injections and her blood glucose was down to 329 mg/dl and symptoms resolved. The patient did not have the pump in hand for troubleshooting. Customer support made multiple attempts to contact the patient for additional information but was unsuccessful. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.